Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-24053.

Event description:
The customer initially called to report that she was having issues with the transmitter not connecting to the insulin pump and receiving lost sensor alerts. The customer then reported that she experienced low blood glucose of 23 mg/dl and spouse had to help her treat with sugar. Customer declined troubleshooting and stated she did not believe it was caused by the insulin pump.